Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Where on ureter was device fired? Was additional surrounding tissue take with ureter? Was the device difficult to close or fire? Was the surgeon able to complete all 4 firing strokes? Did the device require one or two hands to fire? What troubleshooting steps were taken to open the device? How was the device eventually removed? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hand assisted laparoscopic right nephrectomy, surgeon had an ec45a with white reload stuck on the ureter. They chose to open the patient prior to sales rep arriving due in part to difficult anatomy. They removed stapler from patient. To finish procedure, surgeon opened a new ec45a. Surgeon reported, due to difficult nature of anatomy, he would have been required to open patient regardless of stapler to complete the case. Case was completed with new ec45a with blue reload. It is unknown if there were any patient complications.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2021. Investigation summary: upon visual inspection of two photos, the following was observed: the first photo shows an apex with jaws closed, a tissue was noted between the jaws been pressed a white reload can be also observed, the device it is articulated with a 12mm endopath xcel point of access assembly in the shafts and also can be observed the firing trigger it is in a closed position. The second photo shows a closed jaw and tissue appears to be been pressed between them, a white reload can be observed installed on the jaw. The device jaws are articulated. Based on the photos reviewed, the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.